Manufacturer narrative:
Legal manufacturer: hcs madison - (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative called the customer who advised that the reported issue had cleared and could not be reproduced. There was no ge employee visit to this site, therefore the repair is unknown. No further information is available.

Event description:
The hospital reported that the o2 flush button got stuck which could result in the need for medical intervention. There was no report of patient involvement.